Manufacturer narrative:
An event was reported where three hammer toe implants were implanted from (B)(6) 2019 to (B)(6) 2019 and were removed due to a non-union in all three digits. The three hammer toe implants were returned to corporate for evaluation. DHR review: the lot numbers of the implants are unknown and a DHR review cannot be completed. Visual/dimensional review: the returned 204-24-012's and 204-24-014 were visually reviewed to identify any concerns. All returned hammer toe implants observed to have minor cosmetic damage or anodization inconsistency and slightly dulled threads. This is likely a result of the implantation and subsequent explantation of the implants. The 204-24-01x hammer toe implants were dimensionally inspected for relevant features, such as the length, width, and size of various features. All features were not evaluated as the event report did not indicate any issues with the implant outside of fusion not occurring. The inspection was completed to rev b, which is the most current revision and all implants were found to be in specification. It is unknown what revision these parts were manufactured to. Simulated use testing: simulated use testing was not able to be conducted on the implants based on the nature of the complaint. Simulated use testing is not required for the spade drill as there were no reported issues. Previous complaints review: the complaints log was reviewed for all parts in the 204-xx-xxx series and no relevant complaints were identified root cause analysis: the investigation did not identify any issues related to the returned parts. The pats were dimensionally confirmed to be in specification for relevant features. The complaints log review did not identify any relevant trends. The root cause of the event is not able to be determined.

Event description:
On 09/09/2019 our trilliant surgical sales representative was contacted by dr. (B)(6) to notify him of a hammertoe implant removal case scheduled to remove three previously implanted tri-spade 2.4mm x 2.6mm hammertoe implants. Dr. (B)(6) reported the removal of the three implants will be occurring due to nonunion in the second, third, and fourth digit. Our trilliant surgical sales representative mentioned that patient non-compliance occurred post-operative but has not been able to confirm the specific occurrence. X-rays have been requested from the physician. On (B)(6) 2019 two 204-24-012 (2.6mmx2.4mmx12mm hammer toe implant) and one 204-24-014 (2.6mmx2.4mmx14mm hammer toe implant) implants were implanted by dr. (B)(6) at (B)(6)surgery center to repair hammer toes on digits two, three, and four. Two step expansion loaner #2 was utilized during this procedure. The loaner was originally sent to (B)(6) surgery center on (B)(6) 2019 (reference tracking (B)(4) and returned to trilliant's corporate office on 07/25/2019 (reference tracking (B)(4). The case went as planned without report of any difficulty and invoiced out accordingly (reference trilliant invoice (B)(4). No patient information is known at this time. The removal case is scheduled to take place at (B)(6) surgery center on (B)(6) 2019 by dr. (B)(6). Hammertoe 2.6mm x 2.4mm instrumentation was sent to (B)(6) surgery center from the corporate office on 09/10/2019 to cover the case needs. Our trilliant surgical sales representative will be following up with additional information after the procedure on (B)(6) 2019. He was made aware to retrieve the three implants removed from the digits during the procedure and to send them to trilliant's corporate office in a red padded pack for further review from our quality department. (B)(6) followed up that the three implants explanted during the removal case at (B)(6) surgery center will be arriving a trilliant's corporate office today, 09/17/2019. Dr. (B)(6) did not want any sales representatives present at the removal case. (B)(6) will circle back around with the facility for specific information on patient noncompliance specifics and xrays to show nonunion. 09/19/2019 additional information: (B)(6) followed up and reported that patient noncompliance was not involved in the cause of implant removal per dr. (B)(6). Dr. (B)(6) tried nonsurgical intervention before deciding surgery was needed by taping the patients toes in office. After this did not work it was decided to remove the implants surgically. Again, nonunion was reported in all three digits of implant. No x-rays will be provided at this time.

Event description:
On 09/09/2019, a trilliant surgical sales representative was contacted by doctor 1 to notify him of a hammertoe implant removal case scheduled to remove three (3) previously implanted tri-spade 2.4mm x 2.6mm hammertoe implants. Doctor 1 reported the removal of the three (3) implants will be occurring due to nonunion in the second, third, and fourth digit. The sales representative mentioned that patient non-compliance occurred post-operatively, but has not been able to confirm the specific occurrence. X-rays have been requested from the physician. On (B)(6) 2019, two (2) 2.6 x 2.4 x 12mm hammertoe implants (204-24-012) and one (1) 2.6 x 2.4 x 14mm hammertoe implant (204-24-014) were implanted by doctor 1 at facility x to repair hammer toes on digits two, three, and four. Two step expansion loaner #2 was utilized during this procedure. The loaner was originally sent to facility x on (B)(6) 2019 (reference tracking (B)(4)) and returned to trilliant surgical's corporate office on (B)(6) 2019 (reference tracking (B)(4)). The case went as planned without report of any difficulty and invoiced out accordingly (reference trilliant invoice (B)(4)). No patient information is known at this time. The removal case is scheduled to take place at facility x on 09/13/2019 by doctor 1. Hammertoe 2.6mm x 2.4mm instrumentation was sent to facility x from the corporate office on (B)(6) 2019 to cover the case needs. The sales representative will be following up with additional information after the procedure on (B)(6) 2019. He was made aware to retrieve the three (3) implants removed from the digits during the procedure and to send them to trilliant surgical's corporate office in a red padded pack for further review from our quality department. 09/17/2019 additional information: the sales representative followed up that the three (3) implants explanted during the removal case at facility x will be arriving a trilliant's corpoarate office on (B)(6) 2019. Doctor 1 did not want any sales representatives present at the removal case. The sales representative will circle back around with the facility for specific information on patient noncompliance specifics and x-rays to show nonunion. 09/19/2019 additional information: the sales representative followed up and reported that patient noncompliance was not involved in the cause of implant removal per doctor 1. Doctor 1 tried nonsurgical intervention before deciding surgery was needed by taping the patient's toes in-office. After this did not work, it was decided to remove the implants surgically. Again, nonunion was reported in all three digits of implant. No x-rays will be provided at this time.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2), sex (a3), and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the observed nonunion. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) is n/a to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this report. Corrected information provided in follow-up submission b5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. D2 - common device name corrected (product code was correct in initial submission) d3 - fax number added d4 - model #, catalog #, serial #. D10 - returned to manufacturer date corrected. E1 - initial reporter corrected to the doctor who reported the event to the sales representative. Address typo corrected. Sales representative's email address removed. Section f is n/a to this report. G1, g2 - fax number added. G3 - health professional and distributor are selected, company representative is deleted. H10 - corrected data. Additional information provided in follow-up submission: d4 - lot #, unique identifier (UDI) #. G1 - name, telephone, and email address updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation conducted 03/20/2020: lot numbers were identified for this event. The corresponding device history records (dhrs) were reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. Lot tsl006981 manufactured 01/07/2019 - no ncrs, rwks, or deviations. Lot tsl006905 manufactured 01/15/2019 - no rwks; ncr 19-013 and deviation 18-0057. Ncr 19-013 was initiated for one sample measuring under specification for spade diameter and major thread diameter. The nonconforming part was scrapped. As the lot underwent 100% final inspection, all nonconforming parts were identified and scrapped. Therefore, ncr 19-013 does not correlate to the reported event. Deviation 18-0057 was applied to perform functional fit verification for the driver interface of hammer toe implants. Deviation 18-0057 does not correlate to the reported event as it provided an additional performance check during the inspection process. The DHR review was unable to provide additional insight to the root cause of the nonunion in three digits described in section b5. Thus, the DHR review does not identify any issues related to the reported event.